Event description:
It was reported that the customer passed away in the emergency room of a hospital. The cause of death was cardiac arrest. The caller stated that the cardiac arrest was, possibly, related to an allergic reaction to a nausea medication. The customer became ill on (B)(6) 2015; he was sick and nauseous. He was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of death was 800 mg/dl. The customer was not wearing the insulin pump at the time of death. On (B)(6) 2015, in order to administer the medication themselves, the hospital removed the insulin pump from the customer. The customer was not using sensor and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.